Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/6/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation and broken suture tab of the tissue expander. During evaluation of the device a tear in one of the suture tabs was noted. Microscopic examination was performed and there is no evidence of instrument damage. No additional anomalies were observed. As part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. However, no potential cause could be established regarding the breakage of the suture tab. During the analysis an internal investigation was opened to determine and address the root cause as appropriate, including but not limited to, additional investigation related to design and manufacturing manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent an unknown procedure with a 750cc artoura breast tissue expander smooth high profile tissue expander experienced left sided rupture post procedure. The left side rupture was diagnosed by a physician. As a result, the patient had an explantation on (B)(6) 2019.